Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown insertion instrument/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a plif (posterior lumbar interbody fusion) in l4-s1 treating spinal canal stenosis on (B)(6) 2020, the flange of a stylet did not fit in all the slots of the depth adjuster. Replacing a stylet did not correct the issue. Any defect in the slots were not visually recognized. Because the surgeon was not able to fix screws on both sides at one time, he screwed in one by one. The procedure was completed with a delay of less than thirty (30) minutes. Patient was stable. This report is for an unknown insertion instrument. This is report 2 of 2 for (B)(4).